Event description:
In 2008, the patient reported that during a bolus she received an e4 (occlusion) message on her insulin infusion device. She stated she changed the insulin and infusion set tubing, primed, and received another occlusion message. She stated she changes her infusion headset every 48 hours and the tubing every 6 days. To troubleshoot, the patient was instructed to detach the tubing from her infusion device and prime through the adapter which went through without error. She was instructed to reattach the tubing and prime and she again received an occlusion message. She stated both tubings were from the same box. She said she discarded the first tubing but would return the second tubing. The patient then tried a third tubing and primed without error. The patient did not report blood glucose concerns related to this issue. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.